Manufacturer narrative:
No pt info as no pt was involved in this concern. RMA issued. Return of suspect part requested.

Event description:
A site representative reported that the open spine clamp had stripped screws. No pt was present for event. No pt present.